Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The physician plans to continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.